Event description:
The customer reported to baxter (B)(4) on september 24, 2010, an incident where there was a leak in the tubing. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.a batch review was performed and all release criteria was within specification.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).